Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing was noted on the right ventricular lead. Additional information was requested, but it is not available.